Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information received: per the sales rep, the drivers are all present and look fine. There are no loose staples on the cartridge and no retained staples.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first and second firings of the case, the surgeon was using black cartridge with baxter peri-strips buttressing with a plee60a and the device fired fine, but when inspecting the staple line, not all the staples deployed on the specimen side both firings. The staples were missing intermittently along the staple line. The patient side did not have any issue or missing staples. There were no loose staples in the patient or the cartridge. The issue occurred on the specimen side only, so no reinforcement of the staple line was necessary. The stapler continued to be used to complete the procedure without incident. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # m55997. The analysis results showed that two ecr60t cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.